Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer has been hospitalized several times with low blood glucose, and the most recently time was (B)(6) 2011. Troubleshooting was performed. Ran a displacement test and the insulin pump passed the test. All the programming was correct. Advised the customer to call his doctor to go over his basals and wizard info. No further info was provided.